Event description:
It was reported that inappropriate shocks were reported, and the patient was hospitalized as a result. The device remains implanted. No adverse patient effects were reported. A review of the case by technical services (ts) noted that additional troubleshooting was needed to determine the root cause of this issue. In addition an increase in the shock impedance measurements was noted. A review of the system position was recommended. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that inappropriate shocks were reported, and the patient was hospitalized as a result. The device remains implanted. No adverse patient effects were reported. A review of the case by technical services (ts) noted that additional troubleshooting was needed to determine the root cause of this issue. In addition an increase in the shock impedance measurements was noted. A review of the system position was recommended.